Event description:
As initially reported to customer relations via emailed complaint form from district manager: an (B)(6) year old male patient underwent an fevar on the aorta on (B)(6) 2019 in which a zenith fenestrated aaa endovascular graft proximal body, g32550, and a zenith fenestrated aaa endovascular graft distal bifurcated body, g32500, and two 6x22mm atrium icast stents were implanted on (B)(6) 2019. After (B)(6) 2019 the abdominal aneurysm continued to grow around the fenestrated implant. There was separation of the icast renal stent from the proximal fenestrated graft. On (B)(6) 2019 the patient presented w/ aortic rupture including separation of the right renal stent (6x22 icast) from the proximal fenestrated graft. Additional implants, three gore viabahn stents were used as well as a cook zdeg-p-38-79-pf-us & a esbe-36-50-zt & zta-p-40-117-w, were added to stop the hemorrhage but did not fix the ruptured aorta. Patient expired on (B)(6) 2019.